Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling a cartridge with 100 units of insulin. No reported adverse impact to the customer's blood glucose. The customer declined further troubleshooting with tandem technical support.